Event description:
A male with a tortuous anatomy, underwent initial iliac aneurysm repair in 2005. The physician placed on iliac leg graft and one iliac leg extension graft. Over time, the iliac aneurysm grew and the leg extension pulled up a little, so the physician extended into the external and coil embolized the hypogastric as a preventative measure. Pt is fine.

Manufacturer narrative:
The development of the zenith successfully completed all verification and validation activities, showing the device meets the design requirements, and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. It should be noted, based on the provided event description, the original procedure was performed outside the indications for use. The zenith line of devices is not indicated for isolated iliac aneurysms. It is unk at this time if this is related to the continued aneurysm growth. However, we have notified the appropriate individuals and we will continue to monitor for similar events.